Event description:
It was reported that a lead was stuck in the housing of a lead cap during a procedure. The lead cap had to be cut off. When the doctor cut it off, it was noticed that the metal housing inside the lead cap had turned 90 degrees making it impossible to pull the lead out of the lead cap. After the lead cap was removed, the lead was properly inserted in the extension and the ipg was placed in the pocket. No problems were found with impedances. The patient did not have injuries or symptoms related to this event.

Manufacturer narrative:
Product ID: 3387s-40, lot# v972763, implanted: (B)(6) 2012, product type: lead. (B)(4).